Event description:
It was reported that during a surgical procedure, it was observed that the foot control device would not " activate when check wit the console." The reporter stated that the device would "not run". There were no delays to the surgical procedure as a spare device was available. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not duplicated or confirmed. If additional information should become available, a supplemental medwatch report will be sent accordingly.